Manufacturer narrative:
Due to a lack of the product, an investigation is not possible. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. There are no further similar complaints registered against the same lot number. The failure is most probably wear and tear related. Without a product for investigation, a clear conclusion can not be drawn. It can only be suspected that the battery cell lost its power due to wear and tear over a specific period of time. A maintenance is recommended at least once per year according to the stamp on the battery as well as according to the corresponding IFU, valid at the time of delivery.

Event description:
It was reported that there was an issue with product acculan nimh. According to the customer description, it was reported that the battery get hot after charging for 8 minutes. There was no patient harm. Additional information was not provided nor available / was not available. Additional informtaion has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).